Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, two proglide devices had the foot not completely fold in after deployment. There was no issue with preplacement of the sutures. The sheath was upsized to greater than 10f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to close the foot was not confirmed as the lever was opened, and the foot deployed with no resistance noted, then the lever was closed, and the foot fully retracted with no resistance noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, two proglide devices had the foot not completely fold in after deployment. There was no issue with preplacement of the sutures. The sheath was upsized to greater than 10f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: reportedly, two proglide devices had the footplate lever completely closed, yet the footplate was not folded in completely. No additional information was provided.